Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose levels. Customer did not provided a bg value. Emergency services were called and the customer was taken to the emergency room. Customer was ultimately admitted to the hospital. Customer's health care professional believes the customer's low bg level was due to the pump delivering too much insulin. Customer was treated with insulin while in the hospital and released from the hospital approximately 2 days later. Customer will be meeting with a health care professional to discuss the pump settings.

Manufacturer narrative:
Additional information received reporting that the customer's health care professional made adjustments to the pump settings and the reported issue has been resolved. Reportedly, the customer is continuing to work with a health care professional on pump settings as customer is a new pump user.